Event description:
It was reported that when preflushing the catheter prior to placement in this patient, the operator found fluid leaking from the extension tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. Light usage residues were observed. Deformation was observed in the red-luered lumen extension tubing near the distal end. Microscopic inspection of the deformation revealed discoloration, deformation and material flow consistent with heat damage. The material flow resulted in a hole in the tubing. The hole occurred near the mold part line in the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed emanating from the damage site at the extension tubing/suture wing joint. The catheter leakage was caused by what appeared to be heat damage at the extension tubing/suture wing joint. The split occurred near the molded joint and likely occurred during the device molding process. Photographs have been forwarded to the manufacturing site for further evaluation.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reet3045 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preflushing the catheter prior to placement in this patient, the operator found fluid leaking from the extension tubing. No other information was provided.